Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned and evaluated by product analysis on 12/13/2016 with the following findings: device evaluation: the audio bolus button cover was missing and the audio bolus button failed to respond properly. The display screen was examined and found to be dim/faded and discolored.

Event description:
The pump was returned for investigation. Investigation revealed audio bolus button issue and display issue. This report is made based on results of investigation completed on 12/13/2016. This complaint is being reported because the audio bolus button issue has the ability to result in inadvertent or incorrect boluses which may result in over or under delivery and the display issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.